Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when setting up the device during a laparoscopic low anterior resection, the surgeon was not able to press the green not squeeze the handle, hence the stapler did not fire. Another stapling device was used to resolve the issue. There was no patient injury.